Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 432 mg/dl and 55 mg/dl. It was stated that the customer was treated with the manual injection for high blood glucose and treated low blood glucose with the juice. It was stated that the customer had fever going and infections. It was stated that the auto mode was not active at the time of high blood glucose incident. It was stated that when they inserted the sensor there was bleeding. The insulin pump will not be returned for analysis.